Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. 1. Results: the history files from 2023-12-03 were investigated. No date of the incident was given. On 2023-12-03 a bd plastipak 50ml syringe was selected at 8:23am. The syringe was filled with approx 23ml. The infusion started with a rate of 0.96ml/h and a vtbi volume of 23ml at 8:24am. One day later the infusion stopped by syringe empty alarm at 8:12am. At this time, 22.83ml has to be infused. No other abnormalities can be found in the device history files. 2. Judgment: 2.1 the complaint could be confirmed based on the device history. The cause of the customer reported malfunction is due to a user error. The pump has done everything correctly. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: over infusion" according to the complainant, the patient was 11 days post allogeneic stem cell transplant and prescribed 24 milligrams (mg) ondansetron over 24 hours as part of the transplant anti-emetic policy. Reportedly, the infusion finished six (6) hours early. The medical team was informed, and patient was found to be stable. Syringe driver was recommenced once the 24 hour period had completed. No patient complications and no delay to treatment were reported as a result of this incident.